Event description:
After declamping, the graft leaked an unk quantity of blood from its crotch. The bleeding was stopped by reclamping/declamping the graft in short intervals. The pt's condition is good. The quantity of blood lost through the grafts is not attainable. The graft was left in.